Event description:
As reported to the edwards field clinical specialist, the patient was stable throughout the transapical tavr procedure until after the balloon aortic valvuloplasty (bav) was performed with the ascendra bav catheter. Post bav the patient had mild aortic insufficiency (ai) and a drop in blood pressure. The 26mm sapien valve was positioned across the native valve and deployed in a 50:50 position. The patient's blood pressure remained low (50mmhg) and required medications and initiation of CPR. The patient went into ventricular fibrillation and was shocked twice. Additionally the patient was put on bypass and a balloon pump was inserted. The physician noticed on the echocardiogram that the right ventricle (rv) was akinetic, but the lv function came back. The surgeons called a code but the patient was deceased. The reported cause of death was an akinetic rv. The lv was fine and the valve position was reported as perfect. Additional information provided in the report form: the diameter of the following structures were measured by transesophageal echocardiogram (tee): the aortic annulus 24.2mm, the sinotubular junction (stj) 27mm and the sinuses of valsalva (sov) 28-29mm. There was moderate calcification of the aortic valve leaflets and aortic root. The lv ejection fraction was 35%. The imaging intensifier angle and the coaxial alignment of the delivery system with the valve were reported to be good. During valve deployment, ventilation was held and there was no loss of pacing capture.

Manufacturer narrative:
Per the instructions for use, hypotension is a potential adverse event associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and bioprosthetic heart valves. The most common etiologies for hypotension are dehydration, moderate to severe bleeding, severe organ inflammation, underlying heart disease, pulmonary embolism, abnormal heart rhythms, and certain medications. These patients typically are non-operative and/or extremely high risk and have complex medical histories and multiple co-morbidities. In addition, they are routinely administered multiple vasoactive drugs during the procedure. They are also purposely made hypotensive, utilizing extreme tachycardia (by means of rapid ventricular pacing), to facilitate accurate valve deployment. In this case, the root cause of the reported irreversible hypotension, ventricular fibrillation and subsequent cardiovascular collapse cannot be confirmed; however, in the physician's opinion, post deployment the valve position was good, the lv was working properly at the time of death and the cardiovascular collapse of this (B)(6) frail patient was a consequence of the rv becoming akinetic. It is possible that in this case a combination of patient factors (i.e. Advanced age, poor health condition) and procedural factors (i.e. Anesthesia, medications, rapid ventricular pacing) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation of this event is ongoing.